Manufacturer narrative:
Method: actual device involved in incident was evaluated. Results: (carrier). Note: the reported complaint was confirmed. The root cause was attributed to damage.

Event description:
During routine testing of the device at the service center, the service technician reported that the middle handle was cracked. Since the event occurred during routine testing, there was no patient involvement during this event.